Event description:
It was reported on (B)(6) 2026 that on (B)(6) 2025 a patient had a seroma post-operatively which was treated successfully and then in (B)(6) 2026 a granuloma formed which was also treated successfully. No additional medical intervention or patient injury reported.

Manufacturer narrative:
The actual device was not available for review. Without receiving sterile devices from the same finish, the ethicon third party evaluation of the needle component, or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. An evaluation of the manufacturing records could not be performed as the required lot number was not provided to complete the evaluation.